Event description:
Perigraft liquid was observed in left inguinal region 8 days after graft implantation in 1999. Note that all drains were placed immediate post-operatively. No intervention has been taken place to evacuate the fluid collection. Distributor indicated that perigraft liquid gradually resorbed but was still present in 12/1999.